Event description:
Pt revision surgery showed several ceramic-chips. Ceramic head and chips have been explanted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.